Event description:
It was reported that there was an alert that the automatic threshold test for this right ventricular (rv) lead could not be completed. Technical services (ts) discussed troubleshooting and programming options. The lead was later surgically repositioned due to high threshold measurements and loss of capture. No additional adverse patient effects were reported. The lead remains in service.